Event description:
A parent was placing their baby in bed and noticed that the white clamp had fallen off the IV tubing. The nurse was at the bedside and saw that the t-connector had pulled apart. The nurse clamped off the line towards the baby and asked for help from PICC line nurse specialist. They came within 2 minutes and replaced t-connector that is attached to PICC line. The line drew and flushed well. New tpn was hung into a new t-connector.

Event description:
A parent was placing their baby in bed and noticed that the white clamp had fallen off the IV tubing. The nurse was at the bedside and saw that the t-connector had pulled apart. The nurse clamped off the line towards the baby and asked for help from PICC line nurse specialist. They came within 2 minutes and replaced t-connector that is attached to PICC line. The line drew and flushed well. New tpn was hung into a new t-connector.